Event description:
Pump declared alarm 20 during the cartridge loading process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in loading a new cartridge following the proper technique and was able to successfully resume insulin therapy. No additional information was available regarding the original cartridge lot number.